Manufacturer narrative:
Based on the reassessment of the available information and the initial reportability decision it was concluded that this event was filed as a MDR to the FDA in error. The reported event did not cause or contributed to death or serious injury. The surgery was completed successfully without any patient or end user impact.complaint history review determined there were no previous similar events involving this device that caused or contributed to death or serious injury. Evaluation of the manufacturing process determined the product mix could have occurred at the supplier or during production pull for the kit components. A nonconformance was opened to further investigate the incident. If additional information becomes available that suggests otherwise, the reporting decision will be reevaluated.

Event description:
It was reported that there was an opened solana staple and the drill size guide was for 12mm. Another implant was opened to fulfill the surgery needs and the other implant was disposed of.

Manufacturer narrative:
The reported event was confirmed, since images were obtained confirming the allegation. Evaluation of the manufacturing process determined the product mix could have occurred at the supplier or during production pull for the kit components. A nonconformance was opened to further investigation the incident. If more information is provided, the case will be reassessed. The device was discarded.

Event description:
It was reported that there was an opened solana staple and the drill size guide was for 12mm. Another implant was opened to fulfill the surgery needs and the other implant was disposed of.